Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
Initial reporter zip: (B)(6).

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information. A1102 - application program problem. A1405 - improper flow or infusion. A1601 - device alarm system. E2401 - insufficient information. There was patient involvement. A report was received from health canada's canada vigilance program which states, "I programmed a pump to infuse 150ml of sodium 5%. The bag appeared to possibly have less than 150ml in it from the previous infusion so I ordered another from pharmacy with the intention of changing the bag to a new one as soon as it was received. I checked the bag and tubing periodically in anticipation of it either running dry or the pump alarming ""air in line"" if it did and I was not there. When I received the new bag of sodium I noted the old bag was empty as was the chamber. I then examined the tubing noting that the pump was still running with 61ml remaining to be infused as indicated by "the brain". I removed the tubing from the module and found the water line of the sodium infusion below the module well past the air detector mechanism." Possible software error or faulty safety mechanism that did not trigger an alarm when air circulated through the system."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information a1102 - application program problem a1405 - improper flow or infusion a1601 - device alarm system e2401 - insufficient information there was patient involvement. A report was received from health canada's vigilance program which states, "I programmed a pump to infuse 150ml of sodium 5%. The bag appeared to possibly have less than 150ml in it from the previous infusion so I ordered another from pharmacy with the intention of changing the bag to a new one as soon as it was received. I checked the bag and tubing periodically in anticipation of it either running dry or the pump alarming "air in line", if it did and I was not there. When I received the new bag of sodium I noted the old bag was empty as was the chamber. I then examined the tubing noting that the pump was still running with 61ml remaining to be infused as indicated by "the brain". I removed the tubing from the module and found the water line of the sodium infusion below the module well past the air detector mechanism." Possible software error or faulty safety mechanism that did not trigger an alarm when air circulated through the system.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), g04105 - pump. Correction : date of event, describe event or problem, concomitant med prod data, imdrf annex a and g codes.